Event description:
It was reported that during a coronary stent procedure, the stent did not fit into another MFR's guide catheter. The guide, wire and balloon were removed as one unit without incident. Pt status is listed as "okay".